Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The tech found the siderail end tube was bent and the lower pivot and screw were missing. The tech replaced the missing hardware and the bent end tube to repair the stretcher.